Event description:
It was reported that the bd syringe¿ luer slip with needle has scale marking missing. The following information was provided by the initial reporter, translated from chinese to english: missing scale.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.